Manufacturer narrative:
The device was not returned, however, an x-ray was provided and used for evaluation. The screw shank was confirmed to have fractured, however, no further information was provided to indicate the cause of this failure. The lot number is unknown so the manufacturing records were unable to be reviewed.

Event description:
It was reported that a screw was found to be fractured post operatively. There are no reported patient impacts and no revision surgery scheduled at this time.

Manufacturer narrative:
Brand name: it could either top loading poly screw assemblies 6.5 x 50 mm or bottom loading poly screw assemblies 8.5 x 35 mm. Catalog number: it could be either 07.02000.076 or 07.02004.157. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw was found to be fractured post operatively. There are no reported patient impacts and no revision surgery scheduled at this time.